Manufacturer narrative:
The device was received for evaluation and the event logs were downloaded and reviewed. The device passed all performance verification test (pvt) testing, however, even though device passed all pvt testing, the customer complaint was confirmed through review of the event alarm log analysis and review of the calibration data in biomed mode. Review of the event alarm logs showed that n250 door open while pumping, n183 proximal occlusion on line b during cassette test, n230 proximal air back prime, n232 proximal air on line a back prime, n192 distal occlusion, e346 distal pressure sensor 2 failure, n186 distal occlusion, n251 cassette test failure several times in a row, and n234 distal air were all present in the event alarm logs. Air and pressure calibration data was out of specifications. Replaced the app pwa, pressure detector sensor, and fluid shield. Calibrated mechanism. Mechanism passed calibration. Device passed self-test with no error alarms. Calibration data for air and pressure readings in biomed mode are now within tolerance. Probable cause for the alarms in the event alarm log history and reported customer¿s complaint of the device stopping infusion e346 (power off power on alarm) and (n183, n192, and n186) defective / worn pressure detector sensor. Probable cause for the alarms in the event alarm log history (n230, n232, and n234) defective / worn app pwa. Probable cause for the alarms in the event alarm log history (n251 and n250) defective / worn fluid shield. During review of the event alarm log history there were several n58 error alarms. There is no evidence in the event alarm log history that the battery was changed. Replaced the battery and pressed change battery softkey. Probable cause for n58 is defective / worn battery with diminished capacity. Further evaluation observes that the drug library deployment errors did not begin until 8 days after the pump stopped being used. The observed flipping of the wireless access point connected to, indicates the pump was likely stored in a location right between two access points. At each connection to a new access point, it resent the current deployment error. Engineering evaluates this is an artifact of the storage location. Engineering evaluates that, the infusion stopped because the air sensor detected air in line. From the logs it is not known whether the bag was empty vs an air bubble occurring in the line. As there was no program defined for line b it is unknown from the logs whether there was a bag on line b to support back-priming. It is evaluated as possible this contributed to the occlusion alarms on b during back-priming. As the observed drug library deployment errors did not begin until 8 days later, these are evaluated as unrelated to the customer complaint. The customer¿s complaint of the infusion stopping is confirmed with probable cause being air in line. The pump is evaluated as working correctly within design tolerance.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump which was reported to have stopped running mid cycle and stopped the flow of dopamine to the patient. The patient became hypotensive and they rushed to swap machines. No other information is available at this time.

Manufacturer narrative:
The device has been returned for evaluation, however, the investigation is not yet complete.